Event description:
Procedure performed: laparoscopic cholecystectomy event description: the rep was not present for the case, as it was not their account, but heard of this incident when briefly talking with a surgeon at one of their accounts. From what they know the surgeon said that on the first actuation the clip scissored. It is unknown if the clip was being tested off vessel when this was noticed, or if the clip was never fully applied on vessel but what is known is that there was no patient injury. After that first clip was discarded, the device the worked fine. The device was used to complete the case. It is unknown what the lot number is or if the item was discarded after surgery. Surgeon is requesting a follow up. Additional information was received via email on (B)(6) 2023 from [name], account manager, applied medical when asked the clips scissoring questions the rep responded: "'for these questions I will attach the hospital or director's account of the incident: " I spoke to the nurse assisting in the case and she did not remember an issue. She did remember that the first clip did not stay in place but she thought maybe it was not positioned exactly right. All the clips after the first one worked as they usually do. We did not document the lot number of the clip applier that was used. We do not have any that would have been shipped with the ones we used that day either. Unfortunately, we cant provide the lot number."' Patient status: "no patient injury" intervention: completed with same device.

Manufacturer narrative:
This report is a combined initial and follow-up report. The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level.